Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently did not enunciate low blood glucose alerts. The customer¿s blood glucose level was 98 mg/dl. The customer declined to provide further information.